Event description:
Caller states that a child was chewing on the compact drum vial and subsequently had blisters on their mouth from exposure to the desiccant. No treatment info provided. A request could not be made for the return of the suspect vial as the caller disconnected and had not provided contact info. No info provided for where incident occurred.